Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found a hole (or torn catheter) in catheter body caused by metal pin of pump connector poking through. Interrogation of the pump determined it was used to infuse saline. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding an intrathecal pump and catheter. It was reported the pump and catheter were returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.